Event description:
Customer called to report a bloody leak from the dispense line of the coulter lh750 hematology analyzer slidemaker. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a small leak at the fitting where the tubing connects to the dispense line. The fse trimmed and replaced the tubing to the dispense probe from the fluid detector. The fse then cleaned the drip tray and verified that there was no further evidence of leaking. The repairs were verified per established procedures, and the results met published performance specifications. The failure mode of the instrument was due to a small leak at the fitting where the tubing connects to the dispense line.

Manufacturer narrative:
(B)(4).